Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. At the time of the report the customer was using manual injections for insulin therapy. Reportedly, the customer forgot to administer their last dose of levemir, and customer¿s blood glucose level subsequently became elevated reaching over 600 mg/dl with small ketones. A manual injection was administered to address elevated bg levels. Ultimately, customer was able to clear the alarm and resume insulin delivery.